Event description:
It was reported that pump experienced malfunction alarm and caller requested help with resetting pump, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset instructions, assisted caller with resetting pump, confirmed malfunction did not recur, advised caller to continue using pump and to call back if problem returned, and caller acknowledged and understood; no additional information was received regarding any further outcome.